Event description:
A complaint from (B)(6) was received from dealer regarding an incident that occurred in a long term care facility. Reportedly the pendant on the bed is not working. A new pendant was sent to the dealer to make the necessary repair under warranty. No injury occurred to the involved end user.